Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After introducing the farawave catheter into the faradrive steerable sheath clear air was aspirated. The procedure was completed successfully by using a new faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3 device eval by MFR: analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After introducing the farawave catheter into the faradrive steerable sheath clear air was aspirated. The procedure was completed successfully by using a new faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory. It was further reported air was aspirated through the 3way stopcock. No fluid leak was observed. No air in the patient was observed.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. B5: describe event or problem - updated. D9 device eval for evaluation, returned to MFR date - updated. E1: initial reporter phone: (B)(6). H6 evaluation method, result & conclusion codes - updated.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After introducing the farawave catheter into the faradrive steerable sheath clear air was aspirated. The procedure was completed successfully by using a new faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported air was aspirated through the 3way stopcock. No fluid leak was observed. No air in the patient was observed.